Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2018 with the following findings: a battery cap was not returned with the pump; a test cap was used to complete the investigation. The pump powered on with functioning audio tone and vibration; however, the display screen remained blank due to a failed electronically erasable programmable read-only memory component. Investigation did not duplicate the alleged ¿no power¿ issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.